Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was requested/is expected but has not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that in an (B)(6) study, the large glenoid poly with keel, ar-9104-03, was explanted due to rotator cuff dysfunction with proximal humeral migration in the left shoulder. The subject ((B)(6)) received a revers total shoulder after the explant. The explanted hardware is as follows: device part numbers and lots: univers glenoid: ref ar-9104-03, lot 160055515. Arthrex eclipse humeral head: ref ide-ar-9349-18, lot 1419036. Arthrex eclipse hollow screw, medium, uncemented: ref ide-ar-9301-02, lot 2501490914. Arthrex eclipse trunion, tps cap coated 49mm: ref ide-ar-9300-49cpc, lot 150070712.

Manufacturer narrative:
Complaint was not confirmed. The failure mode detailed in the event description could not be replicated. No problem was identified with the returned ar-9104-03 device.